Event description:
It was reported to boston scientific corporation in 2008 that an ercp procedure was performed on a female patient (age and weight unknown) the same day. During the procedure, the catheter tore at the lumen wire and the balloon would not inflate. The procedure was completed with another of the same device. There were no patient complications and the condition of the patient at the completion of the procedure was reported as "fine."

Manufacturer narrative:
The device history record review confirms that this device met all material, assembly and performance specifications. The lumen was damaged/jagged near the distal end of the c-channel of the catheter shaft. The damage to the lumen is consistent with damage caused during removal of a guidewire through the c-channel. The most probable causes of this failure mode are: hoop ID too small, hoop material not strong enough or suitable for eto sterilization.